Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that one of the bd luer-lok¿ syringes in the bulk sterile pharmacy convenience tray broke. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: two photos were provided for evaluation. One photo shows the packaging, another photo shows a syringe with the thumb press damaged, therefore failure mode is verified. Root cause is undetermined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause is undetermined.

Event description:
It was reported that one of the bd luer-lok¿ syringes in the bulk sterile pharmacy convenience tray broke. There was no report of exposure, injury, or medical intervention.